Event description:
Event description guidant received information that this implantable pulse generator (ipg) would not respond to a magnet and could not be interogated one day post implant. Two different programmers were used with no response. The device was pacing and sensing normally, but no communication was posssible. It was determined that during the replacement surgery, an error was committed in which the original device model 446, in service for over seven years exceeding expected longevity, was explanted and mistakenly reimplanted instead of being replaced with the new device. The guidant representative attempting to interrogate this device 1 day post-implant, was not aware of this error which explains why magnet response and interrogation functions could not be performed using 1184 software, interrogating the old device. The patient received a new device.